Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in germany. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a peripheral locking screw fractured following a left reverse total shoulder arthroplasty. The cranial 4.75 mm fixed-angle peripheral locking screw was implanted during the index reverse total shoulder arthroplasty and showed no signs of damage intraoperatively. On a postoperative follow-up radiograph, the screw was found to be fractured, with the break located in the last quarter of its length. The screw remains implanted, and no revision or explantation has been reported. No clinical signs, symptoms, or consequences to the patient were reported in association with the event. Attempts have been made, and no further information has been provided.